Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that clogging occurred at the round part where the tube and bag are connected. There was no patient harm. The duration of use is unknown.

Manufacturer narrative:
Since a lot number was not provided, the device history record could not be performed. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. One used sample without its original packaging was received for the evaluation. A visual inspection of the received sample was performed, in additional a functional test was carried out. The bag was filled to its maximum capacity (2000 ml). The investigation was carried out with the multifunctional team. Upon evaluation, the reported problem could not be confirmed. The bag was filled to its maximum capacity without observing any condition that prevented its filling. All processes were reviewed. All processes and controls were found to be properly followed, including packaging and all inspections performed on the product. No abnormal conditions were found that could trigger the reported condition. We will keep monitoring the process for any adverse trends that require immediate attention. This complaint will be used for qa tracking and trending purposes.